Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported defective valve against left device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify striated opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening in the posterior side assessed as surgical damage.